Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 140 mg/dl. Customer declined to provide additional information.